Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and it was not showing any ECG rhythm with the defibrillation electrodes connected. They were able to get a rhythm when they squeezed the sides where the therapy cable connects to the electrode cable. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 0003015876-2020-00771.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and it was not showing any ECG rhythm with the defibrillation electrodes connected. They were able to get a rhythm when they squeezed the sides where the therapy cable connects to the electrode cable. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.